Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted to hospital due to severly low heart rhythms. The right ventricular lead exhibited intermittent capture. The lead was capped and replaced.